Event description:
In 2009, the patient reported air bubbles form in the insulin cartridge of her infusion device 1 1/2-2 days after she inserts the cartridge into her device. She stated this has occurred 3 times since late 2008, and has resulted in elevated blood glucose readings from 23 mmol/l (414 mg/dl) to over 35 mmol/l (630 mg/dl). Her target range is 4-10 mmol/l (72-180 mg/dl). She stated she corrects her readings by disconnecting from her device, priming out any air bubbles, reconnecting to the device and then bolusing insulin. She stated, she stores her insulin in the refrigerator and does not allow the insulin to reach room temperature prior to placing the cartridge into her device, the patient was advised to do so. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.